Manufacturer narrative:
Based on the currently available information, the manufacturer's investigation found no issues or nonconformance's and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was received through the online retailer vision direct europe ltd, based on information reported to them by the patient and only limited details were provided. According to the information available, after one to two days of lens wear, the patient reports unspecified occurred. The patient was seen by an ophthalmologist, location unknown, and reports being diagnosed with bacterial keratitis in the right. The patient was prescribed vigamox and prednisolone. Good faith efforts have been made to obtain additional information regarding the event and treatment without success. This event is being reported in an abundance of caution due to the unknown nature or severity of the alleged bacterial keratitis with a lack of medical information, and the potential for serious or permanent injury, or the necessity of medical intervention or medication to prevent or preclude the occurrence of such event, associated with some keratitis events. Should further information become available, a follow-up report will be submitted as appropriate